Event description:
It was reported there was premature battery depletion due to patient non-compliance. The representative was notified that the patient had allowed the device to overdischarge ¿a couple times and they were told they would need to have it replaced.¿ the device was replaced and the patient was instructed on proper maintenance of device. Patient was programmed with three groups and covering their lower back. Patient noted it felt good. Patient¿ status was noted as alive with no injury. Patient symptoms related to the event included less than 50% therapy relief in their lower back. It was noted the number 4 electrode had high impedance greater than 10,000 ohms.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information was received which reported that the high impedances were observed during the replacement procedure. There were no malfunctions seen. Only electrodes 11-14 on three groups were being used with full coverage of painful areas.